Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A system check was performed, and the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Bg level was addressed with a supply change, a correction bolus via the pump and a correction injection. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.